Event description:
It was reported by the customer that a pyxis medstation es system was unable to login. The customer stated that they were unable to dispense medication from station. Pharmacist was onsite and get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not allowing to login. The field service engineer replaced the hard drive and performed synchronization, resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.